Manufacturer narrative:
The approximate age of the device is 2 years and 2 months. The device remains implanted in the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years and 2 months post-implant, it was reported that the patient was at home and experienced a red heart alarm on his system controller while connected to batteries. The patient was taken to the hospital by emergency personnel. At the hospital, the patient was connected to a system monitor and the pump speed was fluctuating between 0 and 3000 rpms. The physician reported hearing a noise and reported that the percutaneous lead was severely twisted. The patient cable, power module and system controller were all exchanged; however, no changes were seen. X-rays of the percutaneous lead indicated damage between the skin and the system controller. The patient was taken to the operating room for the implant of an extracorporeal membrane oxygenation (ECMO) system and the hospital team decided not to restart the pump due to the risk of the patient having a stroke. The patient is in the ICU and was placed on the emergency transplant list.

Manufacturer narrative:
The device was returned assembled. The sealed inflow conduit and the sealed outflow graft and bend relief were not returned as they remain in use; only the pump was exchanged. The outflow elbow was returned attached to the pump. The percutaneous lead (lead) was severed approximately 2 inches from the pump housing. A 24 inch portion of the severed lead was returned. This portion appeared to be only the section of lead that was external to the body. The velour/internal section of lead was not returned. Visual inspection of the returned portions of the percutaneous lead confirmed damage to the outer silicone jacket on the external portion of the lead, at approximately 2.5 inches and 12 inches from the metal/controller connector. Breakdown of the metal shielding was identified, approximately 2.5 inches from the metal/controller connector. Both sections of the returned lead were tested for electrical continuity and passed. Both sections of lead were submerged in a saline bath for hi-potential (hi-pot) testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. Visual inspection of the wires showed no evidence of discontinuities or breaches to the insulation. Evaluation of the device revealed denatured blood in the outlet elbow, inlet stator, outlet stator, and rotor body. The denatured blood showed no structure or lamination and appeared to have developed due to a low flow event or an interruption in flow through the pump. However, a specific cause for the interruption in flow could not be conclusively determined. The denatured blood was completely occluding the blood flow path through the pump. It would have caused increased resistance on the spinning rotor, and potentially caused cessation of the spinning rotor. This would have resulted in the report of speed drops and pump stops. Blood was noted throughout the pump, which appeared to have developed secondary to a low flow event. The pump had reportedly been off for an extended period of time; however, a conclusive root cause for the low flow could not be determined. The entire lead was not able to be evaluated as the portion that was internal to the patient was not returned. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received that when the patient presented to the hospital the pump was stopped. It was decided that to repair the percutaneous lead and restart the pump would be too dangerous due to the risk of possible stroke. The patient was supported by extracorporeal membrane oxygenation (ECMO) and listed on the urgent transplant list. However, after one month, the patient had not received a heart transplant and a decision was made to exchange the pump. The pump had been off for that entire period of time. The pump exchange occurred on (B)(6) 2015. Only the pump was exchanged, the inflow conduit and the outflow graft were left in place. The patient remains ongoing on lvad support with the replacement pump, is free of stroke and is doing fine.